Event description:
Planned to initiate continuous veno-venous hemofiltration (cvvh). Nurse started to set up cvvh machine. During priming of cartridge there was fluid noted on the floor next to the machine. Upon closer assessment it was noted that fluid was coming from filter at the end of the yellow waste line. Cartridge was immediately removed, and a new priming started. No patient harm as it was never connected to the cvvh machine.